Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device displayed an error appears while switching on. There was no reported patient involvement.

Manufacturer narrative:
Updated problem statement.

Event description:
The customer contacted philips healthcare to report that the nbp calibration overdue message.